Event description:
Caller reported the advantage system gave a blood glucose result of 358 mg/dl at a time when the customer was symptomatic of hypoglycemia. Customer not treated based on the advantage result; daughter called emts. Emt meter result less than 10 minutes later was 32 mg/dl, customer treated with oral gel, transported to hospital for further treatment. A request was made for the return of the system, replacement was sent.